Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose motor support disk. The unit also had a cracks on the reservoir tube lip, reservoir tube, and a scratched lcd window.

Event description:
The customer reported multiple motor error alarms during the basal rate delivery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.